Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 296 mg/dl and a bolus of insulin was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer was to change out the infusion set site. Tandem technical support followed up with the customer and the bg level had stabilized (222 mg/dl) and was going down. The customer did not require further assistance.